Event description:
Sales consultant reported a reusable metal reamer shaft and sterile tube got stuck together and the pieces would not come apart. The sales consultant confirmed this event was noticed on (B)(6) 2013 after the surgeon performed an intramedullary nailing of a femur fracture when the scrub tech could not get the pieces apart. The scrub tech used a mallet to try to pull the pieces apart and was unsuccessful. Sales consultant further commented the tip of the shaft broke off about 3/4 inch however the facility can not find the broken part. X-rays were checked by the surgeon/facility and there was no evidence of fragments left in the patient. Surgeon clarified the device was fine in surgery and functioned during his surgery without a problem. It is unknown by the hospital how the product jammed/stuck together after surgery. Product was fine until transferred in route to the scrub techs location where it was stuck and she whacked it with a hammer very hard to break apart. No patient information is available; no patient consequences were reported. The surgery was successfully completed. This is report number 1 of 2 for complaint # (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing no conclusion can be drawn. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. (B)(4): the mfg review was completed. The device was received with a broken tip. The letter was carved into the torque limiter and there are minor radial scratches along the shaft. Due to an unknown cause, drive shaft assembly has a broken tip. The material of the shaft was determined to be within specification as well as the shaft diameter. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The pd evaluation was conducted. The sterile tube 314.746s was not returned for evaluation. Part 314.743 as received condition: no bend or damage is seen on the shaft portion of the drive shaft. The distal tip of the drive shaft on 314.743 has sheared off at a jagged angle. The shear is not straight. The broken tip fragments wee not returned for evaluation. The design is adequate for its intended use and did not contribute to this complaint condition. Because the sterile tube was not returned for evaluation, the complaint of the tube and the drive shaft sticking together could not be replicated. Therefore, this complaint is indeterminate from a design perspective (B)(4)